Event description:
The pericardiocentesis procedure appeared to be normal, but the tip of the perivac pigtail catheter came off inside the pt. The tip was surgically removed. The surgery was successful and the pt was reported to be doing fine.